Event description:
The procedure was coil embolization for the a1 segment of anterior cerebral artery that was mildly calcified and moderately tortuous. Access was obtained from femoral artery. The event happened during the procedure. The physician could not detach a cashmere (crc140408-30/g14136, complaint product) using a cable (B)(4), lot unknown). It was noted that the system ready light did not illuminate at the time the detachment was attempted. It is unknown how many times the physician pressed the detachment button. When the physician replaced the deltaplush for a competitor's product, he was able to detach it without any problem. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. No patient injury/complication was reported. According to the physician, the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltaplush was connected and the dcb powered on. The physician also commented that the dpu slightly kinked while delivering the coil to reach the target aneurysm, however, it was unlikely that this affected the functioning of coil detachment. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is unavailable for evaluation. Additional information received from the affiliate indicated that the entire coil was safely withdrawn with no stretching or unintended detachment that occurred during the process of withdrawal. Unknown if the dcb or cable were replaced to detach subsequent coils. The delivery path was smooth. Unknown if the coil was repositioned and unknown how much maneuvering was done to achieve the desired position. Unknown what microcatheter was used.

Manufacturer narrative:
During a coil embolization in the a1 segment of a mildly calcified and moderately tortuous anterior cerebral artery the 4x8 cashmere 14 cerecyte microcoil could not be detached using a cable (ecb000182-00, lot unknown). It was noted that the system ready light did not illuminate at the time the detachment was attempted. The entire coil was safely withdrawn without any stretching or unintended detachment during the process of withdrawal. No patient injury/complication was reported and the procedure was completed using other coils. It is not known if the cable or dcb were replaced in attempt to detach the coil. It is not known how many times the detachment button was pressed. The pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltaplush were connected and the dcb powered on. There was no resistance encountered during delivery of the device through the unknown microcatheter. There is no information regarding repositioning or maneuvering of the coil prior to the event. It was also reported that the dpu slightly kinked while delivering the coil to reach the target aneurysm, however, it was reported that it is unlikely that this affected the functioning of coil detachment. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. When replacing with a competitors coil it was able to be detached without any problems. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint based on the available information and without the return of the involved devices for analysis, no conclusion can be made regarding the root cause of the failure of the coil to detach. Additionally no determination can be made regarding the impact of the reported kinking of the dpu or the cause of the kinking and contribution to the reported event. The instructions for use outlines to verify that the microcoil delivery system is fully connected and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re-sheathing the microcoil system, and replace with a new microcoil system. Procedural factors may have contributed to the event; however, no conclusion can be made. With review of the device history records results there is no indication of any manufacturing issues related to the event; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.